Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a reportable malfunction. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported by a pharmacist for and end user that ¿the first flexi-track out of the box of 50 lasted 2 hours verses the usual 1-2 days.¿ the pharmacist informed that the end user uses flexi-track to hold tubbing¿s for a heart bypass machine that enables him to ambulate following a heart attack in order to heal the heart and that the end is adamant to continue to use the rest of the product.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
A batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).